Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the screw in the wing of a trochanteric fixation nail (tfn) helical blade inserter is impacted and broke off when trying to remove in cleaning process. There was no patient involvement. This report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the helical blade inserter (product code: 357.372, lot no: 4996719) was received at us cq for investigation. The visual inspection of the received device indicated that the locking shaft component in the alignment indicator sub-assembly was broken. The broken piece was struck in the alignment indicator. Few scratches were observed on the handle component. Thus the complaint condition was confirmed for the received device. Service and repair evaluation: the customer reported the screw in the wing of a trochanteric fixation nail (tfn) helical blade inserter is impacted and broke off trying to remove in cleaning process. The repair technician reported the connecting screw is broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes . Conclusion: the overall complaint was confirmed for the received device as a component in the device was broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 357.372, synthes lot number: 4996719, supplier lot number: n/a, release to warehouse date: apr 28, 2005, expiration date: n/a. Manufactured by synthes brandywine. No ncrs were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.